Event description:
Doctor indicated allergic reaction. The patient came to the clinic due to the missing tooth. After examination, the implantation was performed. Later the patient reflected the pain at the implant site and came to the clinic for examination. The allergy of the patient was found. The implant was then removed. Pain, edema are symptoms reported. Tooth site #36 (fdi).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.